Event description:
Pt had motor vehicle accident on 9/9/1995, sustaining cervical4-cervical5 disk herniation. On 1/25/1996, she had cervical4-cervical5 anterior cervical disk fusion. Home with neck collar to be worn 4-12 weeks post surgery. No driving 3 - 4 weeks and no lifting over 20 pounds. Did well, but gradually started having recurrent symptoms, which got worse. Xrays and computerized tomography-scan revealed fractured cervical plate with a cervical4-cervical5 pseudorarthrosis with slight cervical4-cervical5 retrolisthesis. Because of severe, intractable pain, failure of conservative treatment, pt was readmitted for partial cervical4-cervical5 corpectomies with spinal nerve root decompression, anterior cervical fusion, cervical4-cervical5 tricortical iliac crest autograft and #20 titanium synthes plate replacement.